Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 568 mg/dl. And a moderate ketone level identified as dangerous. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin, and manual injections. No additional information was available.